Manufacturer narrative:
It was reported that the port broke after flushing with saline syringe. This caused urine to leak out which required catheter to be replaced. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Port broke requiring foley catheter to be replaced.